Event description:
A report was received that the patient's leads were intertwined and protruding since the ipg had flipped in the pocket multiple times. The patient had a pocket revision where the leads were untangled and a new lead was implanted. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.